Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365db3216550. Model: db-3216-55. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a fall where she bumped her head causing a laceration near the lead extension. The patient underwent a revision procedure where the lead extensions were replaced to avoid any possible risk of infection. The patient was doing well postoperatively. The explanted devices were retained by the hospital and were not returned.